Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion occurred. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. Reportedly customer did not perform air removal process during load sequence. A supply change was performed resolving the occlusion. Customer¿s blood glucose level ranged from 148-407 mg/dl.